Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation. Lead diagnostics revealed high impedance measurements. In turn, the patient may undergo surgical intervention at a later date.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25033. Follow-up revealed the patient's lead was explanted and replaced. During the procedure, it was revealed the patient was implanted with a different lead. It is unknown when the patient's original lead (device 1) was explanted. The patient's lead explanted on (B)(6) 2015 has been added to this event as a new device report (device 2).

Manufacturer narrative:
If additional information and/or product is received, please contact the MDR team at (B)(4). A supplemental filing may be required.